Manufacturer narrative:
(B) (4).

Event description:
The system was explanted due to an infection. The infection started at the implantable neurostimulator (ins) site and it "grew out of a bug that is more than adequately covered by periop antibiotics." Cultures for the battery and connector site showed (B) (6) and the brain electrodes which were also explanted were growing propionibacterium acnes. The physician suspected that perhaps the intra-op temporary sterilization cover used to do intra-op telemetry may be the culprit. It was later learned the pt had uri symptoms and an ear infection the week prior to surgery. No neurologic deficits or symptoms. Wounds look good after explant. Pt still on antibiotics at the time of this report.